Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, tension was felt while turning arm positioner. The clip was unable to open after the clip was closed during the first grasp. Troubleshooting was performed and was unsuccessful. The clip was deployed on the leaflets. The mr was decreased to grade 1-2 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to open the clip and resistance of the arm positioner. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, tension was felt while turning arm positioner. The clip was unable to open after the clip was closed during the first grasp. Troubleshooting was performed and was unsuccessful. The clip was deployed on the leaflets. The mr was decreased to grade 1-2 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.